Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 160, 260mg/dl. Tests were done within 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.-the meter code 14, strips 26 were incorrect.